Event description:
Additional information was received from the healthcare provider (hcp). Hcp reported that lead exploration occurred on (B)(6) 2025, cause of high impedances was unable to be determined. Exploration of implantable neurostimulator and extensions has not been scheduled yet.

Manufacturer narrative:
Continuation of d10: product ID b35200, serial# (B)(6), implanted: (B)(6) 2024, product type implantable neurostimulator. Product ID b35200, serial# (B)(6), implanted: (B)(6) 2024, product type implantable neurostimulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there is concern for lead fracture. Patient was referred to neurosurgeon for dbs lead evaluation on (B)(6) 2025. The issue has not been resolved as patient has not had surgery for lead exploration yet.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.